Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was stuck on a blue screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on a blue screen. A field service engineer found that the station was showing a blue screen with windows errors. The f8 key was pressed multiple times, and several options were selected, but rebooting the station to the application was unsuccessful. The hard drive was reimaged, named, the date and time were set, and a full data synchronization was performed, auto login was set up. The station was up and running, and the drawers and doors in hardware test application were tested and found to be functioning properly. The customer logged in and assigned medications. The system functioned as intended after the field service engineer repaired the device.